Event description:
Complainant alleged that during biomed testing the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned for eval. The customer removed and returned the device's suspect system board, the customer identified that replacing the system board resolved the reported malfunction; however, testing of the board was unable to duplicate the malfunction. Analysis for reports of this type has not identified an increase in trend.